Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having bloody nose and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having bloody nose and nasal/throat irritation or soreness. Also, patient allged device is overheating and getting too hot to touch, water is getting into the tubing, and device/power cord or supply is too hot to touch. There was no report of serious or permanent serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed the following from an external and internal inspection: observed unknown yellow sticky residue, black dust-like contamination and potential black hairs/fibers, inconsistent with degraded sound abatement foam, on the top enclosure. Significant white contamination at and inside the air inlet. Unknown white and black specks of contamination, inconsistent with degraded sound abatement foam, inside the iso (international organization for standardization) port. Unknown black dust-like contamination, potential black hairs/fibers, and brown contamination, inconsistent with degraded sound abatement foam, around the iso port. Unknown white dust-like contamination on top of the blower motor and the blower outlet seal. Unknown white, brown, and black dust-like contamination, inconsistent with degraded sound abatement foam, in the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown black dust-like contamination and a few black potential hairs/fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.